Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that they wanted to give patient an eeg because their memory was getting worse. It was stated that they needed it turned off for the procedure and the patient had never turned it off before. The health care professional (hcp) called the manufacturer and find out how to turn it off, so they turned it off and it was turned back on afterwards, but ever since that day, patient has had severe headaches. The caller wanted to know if the manufacturer has heard of bad headaches starting for deep brain stimulation patients after turning stimulation off and back on, and it was reviewed with the caller that there are reported adverse events for deep brain stimulation patients. The patient went to the hcp on monday (B)(6) 2018, they checked and the patient programmer showed on/ok. It was stated that patient was considering to hospital but that was difficult because patient was in hospice. The hcp told the patient to take divalproex 250mg 1x day with a benadryl but it hasn't helped. It was also reported that patient has shoulder cramps and takes another medication that has memory loss as a side effect and patient also gets botox shots in their shoulders for the cramps.it was noted that the patient's managing hcp was the pone that ordered the eeg and was aware of the headaches. The patient was redirected to the hcp to resolve the symptoms. Patient has a bad neck, and has parkinson's. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the severe headaches had been resolved.